Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. In 2015, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required), pain ("pain") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2015). At the time of the report, the device breakage, pain and hypersensitivity outcome was unknown. The reporter considered device breakage, pain and hypersensitivity to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and fracturing of the implant (device breakage) occurred. A surgery was performed to remove micro-inserts around 2 months after placement. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During difficult insertions and removals, single cases have been reported of essure's breakage, in this case the mechanism of the device breakage is unknown. However, considering event's nature causality cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant / fractured device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, 37 days before insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain") and hypersensitivity ("allergic reaction"). On (B)(6) 2015, the patient had essure inserted. The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain and hypersensitivity outcome was unknown. The reporter considered device breakage, hypersensitivity and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-oct-2017: summons received: event 'pain' pt changed to "pelvic pain", reporter lawyer added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and fracturing of the implant (device breakage) occurred. A surgery was performed to remove micro-inserts around 2 months after placement. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During difficult insertions and removals, single cases have been reported of essure's breakage, in this case the mechanism of the device breakage is unknown. However, considering event's nature causality cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Further information will be obtained through the litigation process.